Manufacturer narrative:
Device passed rewind, seating, basic occlusion test, occlusion test, force sensor test, self test and displacement test. No prime anomalies or frozen screens were noted. Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms or keypad anomalies noted. No traces of corrosion were found at the electronic or motor assemblies per visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump exposed to moisture and had frozen display as well as prime fill anomaly. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.